Event description:
Customer reported with an issue of the insertion section is collapsed". The issue found at preparation for use. The device was replaced and the intended diagnostic procedure was completed with similar device and with no delay. There was no patient harm, no user injury reported. Device evaluation found the coating on the connecting tube is peeled off. (Over 1mm2). This report is being submitted for the peeled coating material of the connecting tube found on device evaluation.

Manufacturer narrative:
Device return evaluation was completed. Device evaluation and inspection found the connecting tube was dented. The forceps cannot pass smoothly due to the dented channel tube. The channel cleaning brush cannot pass smoothly due to the dented channel tube. In addition, the coating on the connecting tube is peeled off (over 1mm2). Angulation in the up/down (up) direction is out of standards due to the worn angle-wire. There is corrosion at electrical (el-connector) due to the leakage. Charge-coupled device (ccd) lens is discolored. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: "important information: please read before use: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.